Event description:
Reporter alleged blood glucose monitoring device is generating a result prior to the test strip being dosed with blood. Reporter stated the device result generated was 96 mg/dl on an un-dosed test strip; however when testing another dosed strip, the result was 101 mg/dl. Reporter indicated the nose cover is on the device and she is unable to remove it. Reporter stated no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.